Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: the reload fired only half way. The procedure was converted from lap to open. The surgeon used hand suture to continue the case. No reinforcement material was used in conjunction with the stapling device. Surgical time was extended by over 30 minutes to stop the bleeding. Hospital stay was extended due to required blood transfusion of 4 units.